Event description:
Rn attempted to start IV with acuvance plus 18 gauge IV catheter- advanced needle & catheter, then advanced just catheter- no blood return- advanced needle into catheter and attempted to push further up vein- again attempted to advance catheter without success- removed needle stylus then removed catheter & noticed catheter was only 1/2 there. Left turniquet on arm and notified anesthesia who arranged for general surgeon to surgically remove catheter tip. Patient tolerated well under local anesthesia. Tip sent to pathology. Question remains whether rn sheared off catheter or if manufactoring defect. Manufacturer contacted- medex, inc.